Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was booked for exploratory surgery on (B)(6) 2011 to attempt to resolve the out of range impedance results. The patient underwent a revision operation to determine the and cause of the short circuit between electrode 10 and 11 and electrode 9 having a high impedance. There was a large amount of resistance and the lead appeared to be stretching as the hcp attempted to remove it. The hcp was finally able to remove the lead and it appeared to be bent and broken. The damaged portion of the lead was removed. The extension was also removed.

Manufacturer narrative:
Analysis of extension model 37085 serial number (B)(4) determined the extension was okay but cut through (suspected explant damage). The continuity was acceptable and there were no shorts no significant anomalies were found. Analysis of lead model lead mvd serial number unknown determined all the conductor wire were stretched on the returned proximal segment. This was suspect explant damage. The returned proximal segment has continuity acceptable with no shorts. It was unable to determine the suspected high impedance. No significant anomaly was found with the lead.

Event description:
Received info the pt was admitted to a rehabilitation center in early april and the physician noted behavioral side effects. The pt was sexually inappropriate. The physician felt this was directly related to the stimulation, so the device was turned off. The behavioral changes improved two weeks after the stimulator was switched off. The device was reprogrammed by the physician and he noted unusual impedance readings and requested the device be interrogated by a MFR's rep. Interrogation was on (B)(6) 2011 and readings showed all electrodes pairs using electrode 9 were noted to have high impedances. Test values were increased and impedances remained high on electrode 9. Additional info has been requested and if received, a f/u report will be sent.